Event description:
Tip of the mitek vapr electrode broke off inside the patients shoulder. Surgeon had to grasp the floating tip to remove from the joint. Contact reported no patient injury as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.